Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead had been dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.